Manufacturer narrative:
(B)(4). Date sent: 11/10/2022. D4: batch # 341a56. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with anvil missing and the guide face damaged. No battery was received. The breakaway washer was not present and there were staples present. When the test battery was installed, the green checkmark did not illuminate, indicating that the device was not fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and it was noted that the flex circuit was not fully seated in the connector. The flex was then inserted correctly, and the device was tested for functionality with the returned washer and a test battery, and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This defect has been correlated to a manufacturing process. The damage on the guide face is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported by the sales rep that during a laparoscopic sigmoidectomy, the device could not be fired, although it was attempted to fire several times. The trocar was replaced, and it could be fired. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information received: there was no problem in rotating the adjusting knob and releasing the red safety. The anvil was used as is when replacing the device. No change in procedure (e.g., additional resection, additional port hole, creation of unplanned colostomy, etc.) Due to this event. 3 days has passed after the operation, and the patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.